Event description:
The customer stated that the co2 value is reading too high. Customer has tried a different water trap but does not know when the water traps were replaced. The biomed removed the sample line and the co2 value drops to zero. Ref MFR report 8030229-2014-00109.